Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv there was air in the line. There was no report of patient impact. The following information was provided by the initial reporter: the nurse noted a significant amount of air in line below the module and air detector.

Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv there was air in the line. There was no report of patient impact. The following information was provided by the initial reporter: the nurse noted a significant amount of air in line below the module and air detector.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 27-apr-2022. Investigation summary. One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with an alaris pump at 125 ml / hr for 1 hour. No air bubbles were observed. The customer complaint that there is air in line below the module and air detector could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 21125621 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.